Event description:
The surgeon implanted an aq2010v silicone three piece lens but it was removed. There was no pt injury. The contact was not sure of the reason for the explant. The contact did not provide the model and lot numbers of the injector and cartridge used. The co have requested additional info but it has not been received to date.